Event description:
This ra lead was implanted on (B)(6) 2015 and remains implanted at this time. A call was placed to technical services on (B)(6) 2018 stating that this lead was exhibiting jumpy atrial impedance, noise and some oversensing of the respiratory rate trend signal. The physician was dr. (B)(6) at (B)(6) associates in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).